Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 1627487-2019-08660. It was reported that the patient was not getting adequate therapy. As a result, surgical intervention may occur.

Event description:
This device was inadvertently reported on.